Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During preparation of the first clip delivery system (cds 00914u296), after establishing final arm angle/efaa was successfully performed, the clip would not open at all. The clip was not used in the patient and the procedure continued with the a second cds (10112u152). The second cds was advanced to the mitral valve, and the clip was placed. However, upon clip deployment, the clip opened to 90 degrees. It was noted that the physician failed to perform a second efaa test. Although the clip was stable on the leaflets, an additional clip was deployed to stabilize the opened the clip. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip open while locked in this incident could not be determined. It should be noted that per the instruction for use (IFU) of mitraclip g4 system clip (deployment step 32.1.3), the IFU states: establish final arm angle; however; in this case, it was stated that physician failed to perform a second efaa test. It can not be determined that user error of not performing efaa test contributed to the reported clip open locked issue. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.